Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
It was reported to hamilton medical ag that during ventilation, device displayed panel connection lost alarm. The patient was removed from the ventilator and supported by alternative means. No health or consequences to the patient was reported.